Event description:
The doctor was performing a crown prep and within 1 minute he burned the patient's cheek. The initial burn was the size of the handpiece head, but the doctor moved the handpiece around and the burn was then extended across the cheek. The doctor could not give exact size of burn. Patient's cheek did swell. Doctor prescribed 2 rounds of penicillin, mouth rinse, percocet and ibuprofen. Swelling went down after 2 to 3 weeks. Patient felt much better at 1 month. Cheek had some scarring.

Manufacturer narrative:
Doctor was using the hand piece as a cheek retractor. Doctor was educated not to use the handpiece as a cheek retractor because the back cap puts pressure on the inner components in head. The doctor was informed that this causes the head to heat up. In addition, the handpiece had not been serviced and had black residue in the handpiece. Doctor was sent replacement and maintenance information on the handpiece.